Manufacturer narrative:
The customer reported that they were going to update the software on the device to correct the reported malfunction. Upon investigation of similar complaints under a corrective and preventive action, the manufacturer determined a software update was needed. The manufacturer initiated a global field action to send a software update kit to the distributors and customers. Covidien reference: (B)(4).

Event description:
A report was received from (B)(6) stating that during patient use of the e360 ventilator, there was no audible alarm. The customer reported that the lamp was lit and an error message was visible. The patient was transferred to another ventilator. When this ventilator was restarted the reported event could not be duplicated. There were no negative patient consequences reported.